Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was tested on a patient side cart (psc) fixture test platform (pfpt) machine and passed all tests. Further investigation in system logs showed errors 23103 and 23105, relating to wrist encoder latency.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claims against the product noting recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) replaced the set up joint (suj) to resolve the recoverable fault. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the system experienced a loss of pairing. Prior to calling technical support, the customer restarted the system, and pairing was recovered. Then, the customer received another error which they could not identify. The customer tried twice to undock and redock, but the system was stating that the arm was in an extreme position, giving a recoverable fault. The customer decided to convert to laparoscopy. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found errors 23103 and 23105, pointing to excessive primary and secondary encoder latency on set up joint (suj) 1, distal, wrist. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.